Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high, out of range pacing impedances. At ventricular arrhythmia episodes noisy signals over sensing were observed. As the patient is highly rv paced, there was brady pacing not delivered when required and possible asystole for more than two seconds. According to the field representative, he does not know which are the next steps with this patient but there was a possible lead fracture. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high, out of range pacing impedances. At ventricular arrhythmia episodes noisy signals over sensing were observed. As the patient is highly rv paced, there was brady pacing not delivered when required and possible asystole for more than two seconds. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high, out of range pacing impedances. At ventricular arrhythmia episodes noisy signals over sensing were observed. As the patient is highly rv paced, there was brady pacing not delivered when required and possible asystole for more than two seconds. According to the field representative, he does not know which are the next steps with this patient but there was a possible lead fracture. The rv lead remains in service. No additional adverse patient effects were reported.